Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was stable angina. The patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 22mm long with a reference vessel diameter of 3.25mm. The lesion was treated with pre-dilatation and placement of a 3.00x28mm synergy ii study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented to the hospital with complaints of chest pain and shortness of breath and was hospitalized on the same day. Patient stated that she has been having episodes of chest pain from last three weeks and was referred for cardiac catheterization. Subsequently, coronary angiography was performed and revealed 99% in-stent restenosis of the previously placed synergy ii study stent in mid rca; 50% stenosis in distal rca. As the patient had multi vessel coronary artery disease, cardiac surgery was consulted for coronary artery bypass graft evaluation. Site has confirmed that patient had withdrawn from the study participation and no further information is available.